Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the water jet tube. In addtion, we confirmed that air/water nozzle logg, the root brace rubber flexible tube cut, the air water channel buckle, the ccd module disconnection, and the light guide fiber bundle (lcb) disconnection; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The water jet insufflation is too low. Service found out twisted inner tubes in the angulation area no major repairs this event occurred at the time of before use. There was no report of patient harm.